Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of (B)(6). Device code relates to problem code for the reported issue of bands failed to deploy. Device code relates to problem code for the reported issue of bands falling off the varix. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician deployed the first band onto the varix; however it would not stay attach on the varix and fell off. The rest of the band would not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.